Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb, generator interface (gib) pcb and ps1 power supply connectors were evaluated and reseated. The ps1 power supply was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system appeared to continue flouring after releasing the x-ray switch. Information from the field service engineer confirmed that there was no aro (accidental radiation occurrence); the system locked up. No patient death or serious injury was reported related to this event.